Event description:
A peritoneal dialysis registered nurse (pdrn) reported during treatment the patient received an m30.1 balloon valve leak cycler alarm and there was fluid leaking. The pdrn stated they also noticed fluid inside the pump module area when inserting the cassette step 1 of setup the following treatment. Fluid leaked from the cassette door location. Fluid was not discovered on the external of the cassette. The cycler was replaced. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) therapy and was to perform manuals. Additional information was requested but was not received to date.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported during treatment the patient received an m30.1 balloon valve leak cycler alarm and there was fluid leaking. The pdrn stated they also noticed fluid inside the pump module area when inserting the cassette step 1 of setup the following treatment. Fluid leaked from the cassette door location. Fluid was not discovered on the external of the cassette. The cycler was replaced. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) therapy and was to perform manuals. Additional information was requested but was not received to date.